Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was not able to be advanced or pulled back, after several attempts and maneuvering the sheath and catheter the catheter was removed with ease, the guidewire was still unable to be moved on back table. No tissue was observed at the tip of the catheter or guidewire; the guidewire could not be removed as normal and no other catheter malfunctions were identified. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.